Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that following the implant, the patient felt stimulation from their left ventricular (lv) lead during the night. Reprogramming was performed, and the lead remains in use. No patient complications have been reported as a result of this event.